Event description:
Same case as 2134265-2008-04617. It was reported, by the patient, that post a coronary stenting treatment procedure, worsening chest pain occurred. Post implantation of two liberte' bare metal stents, unk sizes, the patient experienced chest pain. He states that his "chest pain is worse." Additional info regarding this event is not available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.